Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent required adjunctive assistance to open in the proximal section. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, internal carotid ophthalmic s egment aneurysm with a max diameter of 3.7 mm and a 2.1 mm neck diameter. The landing zone arterial diameter was 4.0 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was normal. Internal carotid artery access vessel diameter was 4.4 mm. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as positive result. There was a problem with the proximal opening of the pipeline, where it remained closed, requiring pushing maneuvers to help it open. After the maneuvers, the diverter opened correctly and full wall apposition was achieved. The material was released without tension on the mesh, and the proximal area of the stent was in accordance with the product's instructions for use the product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, more than 50% had been deployed when it failed to open, and it was resheathed less than or equal to 2 times. Ancillary devices included neuromax (penumbra) sheath, phenom plus guidecatheter, phenom 27 microcatheter. There was no alleged product issue with the phenom plus or phenom 27 catheters.